Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device showed a flickering picture. The issue occurred during set up for a diagnostic ureterorenoscopy procedure. It was completed using a similar device with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image; hole in cable; and watertightness failure. A root cause could not be identified. Based on the results of the investigation, it is likely the flickering/no image was due to a damaged cable. Based on the results of the investigation, it is likely the watertightness failure was due to a hole in the camera cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported no image was visible after connection.